Manufacturer narrative:
Device is an instrument and is not implanted/explanted. (B)(6). The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported during a derotational femoral osteotomy on (B)(6) 2018, the dynamic hip screw/dynamic condylar screw (dhs/dcs) coupling screw broke inside the dhs/dcs lag screw. The break occurred at the junction of the shaft and the threaded portion. No visible damage to the lag screw was noted. Both instruments were separated out. Another readily available device was used to complete the procedure successfully with a minimal delay. No harm to the patient was reported. Concomitant device reported: dhs/dcs one-step lag screw 12.7mm thread/75mm (280.275s, lot h442631, quantity 1). This report is for one (1) dhs/dcs coupling screw. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history records review (DHR) was completed for part# 338.31, lot# 6646210. Manufacturing location: jennersville, release to warehouse date: may 03, 2011. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Product development investigation was completed. The returned device was examined and the complaint condition was able to be confirmed as the threaded cannulated distal tip was found to be broken off and not returned. Whether this complaint can be replicated at customer quality (cq) via functional test is not applicable for this complaint condition as the returned device is already broken. No new malfunctions were identified as a result of the investigation. The returned device was manufactured on may 3,2011 and is over 7 years old. Review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. The material and relevant material properties were determined to be conforming at the time of manufacture based on review of the DHR. Relevant drawings for the returned device were reviewed. The design, materials and finishing processes were found to be appropriate for the intended use of this device. The dhs/dcs coupling screw (338.31) is a component of the dhs one-step basic set (105.839) which can be utilized during dynamic hip and condylar screw (dhs/dcs) procedures utilizing the one-step technique. The coupling screw is inserted into the wrench (338.302) and, after sliding the dhs plate onto the shaft of the wrench, the appropriate lag screw can be seated on the end of the wrench and secured using the coupling screw. The inside diameter of the returned device at the distal end adjacent to breakage measured ø2.70mm (gp29) which is within specification of ø2.6mm +0.15mm per shaft component drawing. The outside diameter at the distal end adjacent to breakage measured ø3.988mm (om521) which is within specification of ø4.0 +0.05 / -0.03mm per shaft component drawing. No product design issues or manufacturing discrepancies were observed during this investigation. The post manufacturing damage is most likely due to off-axis excessive force/pressure while the connecting screw was being used resulting in the distal cannulation to break. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.